Event description:
Gambro dasco rec'd a report in 2007 of a pt death occurring approx 3 1/2 hrs after terminating treatment on a prisma machine. There is no indication that any medical intervention was required during the treatment. The physician treating the pt terminated the treatment because of recurring clotting episodes. Two days later, a gambro svc tech inspected the machine. He verified the scales, pressure and the fluid balance. The machine was found to be operating within MFR's specs and was authorized to be returned to svc. Neither the physician nor the nurse believed that the malfunction of the prisma device caused or contributed to the pt's death.